Manufacturer narrative:
Analysis confirmed the customer comment of a broken connector and additionally noted that the upper case was cracked at the bosses, the lower case was cracked at the battery drawer, the hanger assembly was broken, the encoder assembly, one knob encoder and the output connectors' nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had failed its preventive testing and that it had a broken ventricle connector. The generator was returned for service. There was no patient involvement.